Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact on the customer¿s blood glucose level. Although a cartridge change was performed and o-rings were found intact and undamaged, the issue remained unresolved. Customer reverted to manual injections for insulin therapy.